Manufacturer narrative:
Insufficient data given on intake to determine the possible root cause and to confirm discrepant case as defined. Hence, no further investigation will be required. No corrective action is required, as no product deficiency was established. As of jan 19, 2009, the meter is not expected to return. Hence, no further investigation will be required.

Event description:
Caller alleged discrepant inratio inrs results compared with two different patients. Results as follows: date - 2009, patient-1 inratio - 1.2, patient-2 inratio - 1.1.